Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye and noted broken occluder feet. Functional testing including leak testing and clamp function testing failed due to broken occluder feet. Clear passage testing was performed with no issues noted. The reported issue was verified. The cause of the event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had separated between the main body and the twist sleeve. This issue occurred during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.